Manufacturer narrative:
The customer reported issue of difficulty to advance the catheter into the patient was not confirmed during the catheter inspection. The good-known guidewire was drawn completely through the catheter distal luer and, also, through the distal tip, no problem was observed. The guidewire passed through the catheter without any resistance. The catheter worked as intended.

Manufacturer narrative:
During the catheter inspection. The good-known guidewire was drawn completely through the catheter distal luer and, also, through the distal tip, no problem was observed. The guidewire passed through the catheter without any resistance. The catheter worked as intended. The reported issue for " the serpentine balloon appeared unraveled after removing the catheter" was confirmed during the catheter inspection, however, the catheter balloons were unraveled as designed. Also, the customer noticed one of the white caps of the orange luer came off during the insertion. Per solex 7 IFU (106482-002) warning statement, in the catheter preparation procedure section, it states: "remove caps from the in and out luers". A visual inspection of the returned catheter was performed and found no physical damage. The serpentine balloons were examined and there were no tears, balloon bond detachment or rupture noted. Observed dried blood on the serpentine balloons and along the shaft of the catheter. The catheter was received with in orange luer capped. Functional testing of the returned catheter was performed. All infusion ports and extension tubes were flushed without resistance. The catheter was connected to a pressurized inflation device, the balloons fully inflated when pressurized up to 100 psi without any issues. The balloons did not leak during inflation and deflation. No leak was observed. All lumens flushed as intended.

Event description:
During ivtm therapy, the healthcare provider couldn't insert and advance the solex catheter into the patient's left internal jugular vein. As reported by the user, they experienced resistance while trying to further advance the catheter over the guidewire. Therefore, the user pulled back the catheter and noticed that the serpentine balloon appeared unraveled. Per the reporter, the protective sleeve was removed from the catheter right before the insertion. In addition, the user noticed one of the white caps of the orange luer came off during the insertion. A second catheter was successfully placed in the same location to continue ivtm therapy. No consequences or impact to patient.